Manufacturer narrative:
Company representative evaluated the system and duplicated the reported problem. Corrections included replacement of the telepacks.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepacks, which may have affected spo2 monitoring. No pt injury was reported.